Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (b)(60 2015 the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump would reboot multiple times. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed pump reboots associated with the cartridge change. The battery cap was unable to fully tighten. The battery cap did not measure within the contact width specifications. The battery compartment was observed to be cracked from the thread area to the case seal and below the grip pad. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump intermittently powered to a dim and discolored display with the returned battery cap. A test cap was used for testing.